Event description:
It was reported that the patient with this right ventricular (rv) lead was part of a system revision due to erosion. The patient came into the hospital with the leads eroded through the skin. A pocket revision was performed. There was no additional adverse patient effects were reported. This rv lead remains in service.